Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video processor. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that repeated 319 errors occurred at system startup. The intuitive surgical inc technical support engineer reviewed the system logs and found the reported error was against the video processor. Hard power cycling the system did not resolve the issue. The procedure was aborted with no patient involvement.